Event description:
Boston scientific corporation was informed that during an ulcer procedure, the clips did not release from the catheter after being properly opened and grasping tissue. Four clips were deployed with difficulty. The other four clips were pulled loose, so the bleeding got worse due to the time needed to treat the lesion and the excessive manipulation of the clips. It was not possible to re-open the four clips before pulling them back into the scope channel and there was only a very little bit of tissue got extracted while removing the clips. The procedure was completed with another of the same devices with no pt complications involved. Pt status is "ok". Note: this complaint is the one of eight devices used in the procedure. It is one of the four clips that caused excessive bleeding. Refer to MFR# 3005099803-2009-00979, 3005099803-2009-00980, 3005099803-2009-00981, 3005099803-2009-00978, 3005099803-2009-01009, 3005099803-2009-01008, 3005099803-2009-01010 for other related reports.

Manufacturer narrative:
The suspect device will not be returned. A device eval will not be performed; there, the cause of the reported event can not be determined.